Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging window was twisted and kinked. Microscopic inspection also confirmed that the guidewire exit port and tip were in good condition. Functional inspection was performed, and a test guidewire was inserted without any indication of resistance in tracking it into the catheter. Based on this evidence, the as reported code of catheter difficult to cross the lesion is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The 74% stenosed target lesion was located in the severely calcified proximal right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter failed to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.